Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the emergency room, the md noticed a crack in the hub of the introducer needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle with signs of use and several longitudinal cracks in the hub. Inspection under magnification revealed stress whitening in the area of the cracks. A review of manufacturing records did not yield any relevant findings. However, this component is under investigation for this issue with the spec developer. That investigation is still in process and the root cause is yet undetermined.